Event description:
It was reported that the vertical column drive on the 9900 system has problems. It was noted that the button has to be pressed repeatedly. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.